Manufacturer narrative:
(B)(4). The device was returned to edwards for evaluation. Evaluation is in progress. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 29mm edwards valve was explanted from the mitral position after an implant duration of 10 months due to severe regurgitation. On explant pannus and fibrotic leaflets were found. As reported, during initial surgery this patient also received a valve in the aortic position which was working perfectly at the time of re-operation.

Manufacturer narrative:
H3. Device evaluation: customer reports of regurgitation and pannus were confirmed through observed rolled leaflets from host tissue overgrowth. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 13mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 2mm at commissure 1 on the outflow aspect. The free margins of leaflets 2 and 3 were rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring cloth had multiple cuts around the valve. Sutures remained attached to the sewing ring around leaflets 1 and 3. H10. Additional manufacturer narrative: updated sections d1, d4, g5, h3, and h6.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that a 29mm valve was explanted from the mitral position after an implant duration of 10 months due to severe regurgitation. On explant pannus and fibrotic leaflets were found. A 27mm valve was implanted as replacement. As reported, during initial surgery this patient also received a valve in the aortic position which was working perfectly at the time of re-operation. The patient had a regular postoperative course.